Manufacturer narrative:
A ge service rep performed an onsite investigation. One of the fuses on a system pcb was found to be defective and was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt death or serious injury was reported related to this event.